Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34 x 3.5 mm, concentric, de novo and 90% stenosed target lesion contained in a >45 degree bend was located in the mildly tortuous and mildly calcified left circumflex (lcx). The 38 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion, however, significant resistance was encountered. The physician removed the device from the patient and it was noted that the struts at the distal segment of the stent were kinked and detached from the stent delivery system (sds). However, the stent was still attached to the sds when retrieved. The procedure was completed with a different device. No further patient complications were reported and the patients condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The struts at the distal end of the stent were misaligned and stretched distally towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The devices inner and markerbands were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon cones profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymere extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34 x 3.5 mm, concentric, de novo and 90% stenosed target lesion contained in a >45 degree bend was located in the mildly tortuous and mildly calcified left circumflex (lcx). The 38 x 3.50 promus premier drug eluting stent was advanced to treat the lesion, however, significant resistance was encountered. The physician removed the device from the patient and it was noted that the struts at the distal segment of the stent were kinked and detached from the stent delivery system (sds). However, the stent was still attached to the sds when retrieved. The procedure was completed with a different device. No further patient complications were reported and the patients condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).